Event description:
Some of the numbers in the display are missing. Patient stated that a portion of the "tens unit" is gone. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.